Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of back pain ("chronic back pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). At the time of the report, the back pain, abortion spontaneous, pregnancy with contraceptive device and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered back pain, abortion spontaneous, pregnancy with contraceptive device and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was satisfactory placement, both tubes occluded (normal). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic back pain, unplanned pregnancy and miscarriage. A hysterectomy was performed. The events back pain and pregnancy are anticipated according to the reference safety information for essure. Miscarriage is an unanticipated event. Back pain may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between back pain and pregnancy and essure cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, gestational age was not provided. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and back pain ('chronic back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("unplanned pregnancy") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, back pain, abortion spontaneous, pregnancy with contraceptive device and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, endometrial ablation, headache, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: assessment: normal. Results: satisfactory placement, both tubes occluded. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information. New event perforation , migration, endometrial ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and back pain ('chronic back pain') in a female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included paratubal cyst, uterine tenderness and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("unplanned pregnancy") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, back pain, abortion spontaneous, pregnancy with contraceptive device and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, endometrial ablation, headache, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: 2coils were visualized at the opening on left side and 3 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: assessment: normal results: satisfactory placement, both tubes occluded. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Reporter's information added. Lot no. Were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and back pain ('chronic back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("unplanned pregnancy") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, back pain, abortion spontaneous, pregnancy with contraceptive device and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, endometrial ablation, headache, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: assessment: normal. Results: satisfactory placement, both tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic back pain, unplanned pregnancy and miscarriage. A hysterectomy was performed. The events back pain and pregnancy are anticipated according to the reference safety information for essure. Miscarriage is an unanticipated event. Back pain may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between back pain and pregnancy and essure cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, gestational age was not provided. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.